Event description:
It was reported that prior to an angioplasty procedure, the hub of the pta balloon allegedly came off the catheter and the catheter shaft was allegedly seperated and slid. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 07/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 014 pta dilatation catheter covered with balloon protector was received for evaluation. During visual analysis the strain relief was dislodged from the hub. No other anomalies were noted in visual analysis. Due the nature of the complaint no further functional testing was performed. As the strain relief was noted to be dislodged in the visual analysis, the investigation was confirmed for the reported device dislodgement. A definitive root cause for the reported strain relief dislodgement issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2025), g3. H11: b5, h6 (device, method, result). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to an angioplasty procedure, the strain relief had allegedly came loose from the connection and was sliding along the catheter shaft. The procedure was completed using another device. There was no patient contact.